Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced pericardial effusion. After the procedure, while the patient was in the recovery room a pericardial effusion was identified. Pericardial drainage was performed, and the patient was transferred to the intensive care unit for recovery with the drain left in place at that time. No further information regarding the patient's status was provided at this time. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.